Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process, a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers gate oxide within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the fault code.

Event description:
Boston scientific received information that, prior to being implanted, this cardiac resynchronization therapy defibrillator (crt-d) was taken out of storage mode and a fault code was displayed indicating battery usage higher than expected. The device was not implanted and returned for analysis.